Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The reported device was not requested for investigation as the triggering of technical error 41 is a known issue addressed with an internal CAPA that was closed in (B)(6) 2021. The main root-cause is a defect of pressure sensors on supplier conductive seals. Corrective action have been implemented since (B)(6) 2020 and serial number of the reported device was manufactured prior to this date. Therefore the event is very likely due to this identified defect. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Upstream pressure sensor error message (did not specify error 41). Upstream sensor was replaced.